Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2023. The hydrogel was expelled from the patient's rectum after the procedure due to a possible hydrogel misplacement. The patient outcome was reported as patient injury. Boston scientific corporation has been unable to obtain additional information despite good faith efforts.